Manufacturer narrative:
H3: product analysis of part# 6550017, lot# k22k1110 visual inspection confirmed the end of the tab extender that interfaces with the break off screw has been bent. The damage to the extender is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding product used for spinal therapy. It was reported that the device would not connect with screw. There was no patient involvement reported and no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the reported product was already used before.

Manufacturer narrative:
G2: country of origin is south korea. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.